Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this (B)(6) year old subcutaneous implantable cardioverter defibrillator (s-ICD) patient had her system removed due to infection and erosion. It was noted that the patient's body structure was too small for this type of device. The patient was treated with antibiotics and a wound pack and is expected to fully recover. The plan will be to implant later with an epicardial lead and abdominal implant. No additional adverse patient effects were reported.